Manufacturer narrative:
Testing was performed with roller pump over 24 hours with no errors or issues identified. Pump measurements were equivalent to the set speed. The device issue could neither be confirmed nor replicated.

Event description:
User reported that the pump was set and appeared to be operating at 6-7 l/min, but the measured flow from the flow probe was different. There was no patient harm; however, spectrum medical considers this event to be reportable.